Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges the adaptor fails due to cracks in the adaptor. No patient injury or harm.